Event description:
The manufacturer received information from a member of the patient's family alleging a patient with a trilogy evo device had a ventilator service required alarm that has been occurring frequently on the device. A sales representative contacted the family to inform them that they would visit them for a device replacement. The sales representative replaced the device at the patient's home. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported; therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. The trilogy evo device was returned to the manufacturer service center for evaluation. The manufacturer's service technician performed an operational check on the device but was not able to duplicate the ventilator service required on this device. The manufacturer¿s service technician observed error code pressure sensor mismatch event in the device¿s event log. The manufacturer¿s service technician evaluated and determined the flow sensor had caused the issue to occur on the device. The manufacturer¿s service technician replaced the device's flow sensor to address this issue. Additional findings not related to the malfunction/issue was dirt contamination on the muffler assembly and clogging of the in-line filter. The manufacturer¿s service technician replaced the muffler assembly and proximal filter. The manufacturer¿s service technician proactively replaced the air inlet foam filter, and particulate filter. After replacing all of the parts, the manufacturer¿s service technician performed the final and run-in tests, along with the battery and valve checks. The manufacturer¿s service technician confirmed the device was operating properly, and it was cleaned.